Event description:
It was reported that during a prostate procedure, the side-firing fiber was noticed to have commenced forward firing at 52.000 joules. The procedure was completed with a second fiber. Pt outcome: "pt ok. No harm to the pt".

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.